Manufacturer narrative:
Sc-1160 sn: (B)(6) the returned ipg was analyzed and external visual inspection found no anomalies. With all the available information, boston scientific concludes that the patients excessive bleeding occurred before placing the ipg and was not considered device related.

Event description:
It was reported that during an implant procedure, the patient experienced excessive bleeding prior to placing the ipg and the procedure had to be aborted. The physician confirmed that the patient did not take any blood thinners or any medication seven days prior to the procedure. The physician also believed that the bleeding was not device related and the cause was unknown. The ipg that was used during the procedure will be returned.

Event description:
It was reported that during an implant procedure, the patient experienced excessive bleeding prior to placing the ipg and the procedure had to be aborted. The physician confirmed that the patient did not take any blood thinners or any medication seven days prior to the procedure. The physician also believed that the bleeding was not device related and the cause was unknown. The ipg that was used during the procedure will be returned.